Event description:
It was reported that the insulin pump experienced a keypad anomaly and alarmed button error. The caller stated that the esc and act buttons would not react, and during a bolus attempt, the digits began scrolling on their own. The caller stated that the button error followed the keypad issue. The customer's blood glucose was 8.5 mmol/l. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with moisture damage was found on the keypad traces. All of the buttons function properly and no button error alarm noted during our testing. No number moving automatic, ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump has minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.